Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the incorrect parameter sets had been used. To resolve the issue, the technician adjusted the parameter set to the align with the device being reprocessed. The unit was tested, confirmed to be operating according to specification, and returned to service. The advantage plus endoscope reprocessing system operator manual states, "selecting an incorrect endoscope type, parameter set, and/or hookup connection may prevent an endoscope from being properly disinfected; do not use the endoscope on a patient if this occurs." While onsite the technician counseled user facility personnel on the importance of selecting the correct parameter set for the device being reprocessed. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that they were using the incorrect parameter settings during reprocessing of endoscopes with their advantage plus-pass thru and the scopes were subsequently used during patient procedures. No report of injury.